Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that during a follow up high out of range pacing impedance were revealed, as well as loss of capture on the left ventricular lead. The configuration was changed which showed normal measurements on the left ventricular lead. At this time the lead remains implanted. No adverse patient effects were reported.